Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 b7 d6b h6.

Event description:
The device has been explanted and replaced. Physician noted "intact implant" via returned good authorization form (rga).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "contracture (device is flatter than before after their car accident on (B)(6) 2024)". Healthcare professional later reported "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture, baker grade iii". The device remains implanted. This report is for the left side.

Manufacturer narrative:
. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed, a workmanship was observed not related to the complaint for a split and patch ss event. A further investigation is requested. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split and patch it is out of specification according to qa 199.06. The event of capsular contracture was unable to observed, and the workmanship has not relation to reported complaint. Therefore, the reported event was not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev. 8.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only inv-73303 in july 2023) no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Patient reported "contracture (device is flatter than before after their car accident on 01/sep/2024)". Healthcare professional later reported "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture grade iii". This report is for the left side. The device has been explanted.